Event description:
It was reported that during pre-surgery, it was observed that the bearings on the attachment device came out. There were no delays to the scheduled surgical procedure as a spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The reported event was discovered on (B)(6) 2014; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. Visual assessment was performed and found a bushing falling which what was mistakenly identified as a bearing falling out by the customer. Therefore, the reported condition was confirmed. The assignable root cause was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.